Event description:
We have suspicion to believe that the placement of an intrauterine pressure system catheter may have caused a perforation of the placenta or umbilical cord. At approx. 2120 iupc was inserted by a physician with no flash back. Between 2124-2133, the fetal heart rate increased to 190 over 4 minutes and then decreased to 60 over 5 minutes. The decision was made to peform a c-section. At 2131, the iupc was removed. Vaginal exam showed return of blood and clots. The baby was emergently removed and resuscitation was unsuccessful.